Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative code e-86 was noted in the error log indicating a failure of the outlet pressure sensor requiring replacement of the printed circuit board assembly to address the issue. No foam particles were visualized inside the assembly. No repairs were completed because the device was requested by the customer to be scrapped. Additional findings not related to the malfunction/issue: the accessory port cover was missing. The device will be included in the fsn 2023-cc-src-039.